Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited inadequate capture thresholds. The lv lead was not used and the patient was in stable condition.